Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, h2, h4, h6, h11 corrected field: h8. The customer contacted olympus technical assistance support via phone. With the help of olympus technical assistance support the customer reviewed video and trigger cabling between the olympus and df components and removed and reseated them to defeat any oxidation. The customer reviewed the remote switch settings for the user profile in use and reported that release 1 is triggered by switch 1. Customer inserted a different scope with a model and serial# unknown into the olympus tower components and scope switch 1 worked successfully to capture transfer the image to the df device. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source did not capture an image when scope switch 4 was pressed. The issue was found during inspection for use. There were no reports of patient involvement.